Manufacturer narrative:
Additional information provided in d.4, h.3, h.4, h.6, and h.10. Device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an unexpected outcome in a patient post cataract surgery. The "patient could not see" and the intraocular lens was explanted. It was noted that the system calculated the wrong power. Additional information requested.